Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system was inserted into a patient for the endovascular repair of an abdominal aortic aneurysm in 2004. The patient had small, moderately tortous iliac arteries that were severly calcified. It was reported that the physician had difficulty tracking the delivery system but was eventually able to advance it into position. At this point the fluoroscopy unit began to malfunction and the introducer sheath dissected one of the iliac arteries. Rather than wait for another fluoroscopy unit the physician elected to convert the patient to open surgical repair. No additional sequelae were reported and the patient is reported to be fine.